Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "failure code 814:04." Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The air in line printed circuit board was recalibrated and verified to address this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.